Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm occurred. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.